Manufacturer narrative:
Device analysis report attached. This report is submitted on february 27, 2024.

Event description:
Per the clinic the device was explanted on (B)(6) 2024, due to a performance decrement with the device. The patient was re-implanted with another cochlear device during the same surgery.